Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance/ manufacturing irregularities were identified. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was used on the cystic artery. The clip was unformed. No bleeding and no damage of the target tissue was observed. Another device was used to complete the case. There were no adverse consequence to the patient and the patient¿s condition is stable. No further information is available.